Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load multiple cartridges onto the pump. There was no impact to the customers blood glucose level. Reportedly, the customer regularly has elevated blood glucose levels not related to the pump.